Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: event description states, "staff was in the room doing care when the incident happened. The pump was plugged into the wall, but not attached to a patient at the time. Staff says sparks shout out of the 'brick connection'. The cord was thermally damaged. No patient injury."